Event description:
It was reported that an occlusion occurred. Additionally, it was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.